Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28 x 2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. Distal stent rows 1-2 were damaged and stretched distally with stent struts lifted on one side. The first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28 x 2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 2.25x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. Distal stent rows 1-2 were damaged and stretched distally with stent struts lifted on one side. The first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no damage. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28 x 2.25mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.